Event description:
Initial info was received from a consumer on (B)(4) 2012: a (B)(6) female started therapy with poly-l-lactic acid (sculptra aesthetic) for unknown indication on unknown date. She got her last therapy with poly-l-lactic acid on (B)(6) 2011. It was injected under left ear lobe. On the left side, she went down too much. She did not notice it for the first 24 hours. When she started massage as recommended on the second day, she noticed the reaction near ear. She had hearing loss and "tenititis", like a transistor radio in her head, all sound amplified and metallic. She stated that she had an MRI on unknown date but sculptra did not show up in the MRI. I had a lot of anxiety. She walked around with ear plugs or felt like her brain was imploding. Concomitant medication included diazepam (valium). Medical history was not provided. No further relevant medical info reported.

Manufacturer narrative:
Additional info for poly-l-lactic acid (lot number and expiration date unknown) from ptc report case ID (B)(6) dated (B)(6) 2012, received by uspv on (B)(4) 2012: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches still on the united states market up to the end of 2011 and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a9029, batch a9030, batch a9033, batch a0034, batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1046. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself.